Manufacturer narrative:
Concomitant medical products: product ID 3889 product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient did not have a lead migration. She was an advanced evaluation that went to full implant without any complications. There was no infection. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient was still in so much pain at the incision site that they couldn¿t lay down or sit. The patient believed the site was infected. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2020. On (B)(6) 2020 the patient¿s daughter reported being concerned as they noticed the patient¿s lead had partially pulled out. The patient was still leaking from the incision site as well. It was reported that since the lead moved the patient¿s symptoms had increased and they were urinating more frequently. The patient also felt stimulation throughout their whole body. No further complications were reported.